Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported the patient was having bowel problems/symptoms after the device was programmed in (B)(6) 2015. During the call, the programmer screen was blank. The patient changed the batteries and the program worked. Stimulation was increased from 0.5v to 0.7v on program 3 and the patient felt stimulation. Additional information was received from a patient who was implanted with a neurostimulator. The patient reported they had a loss of therapy and did not feel stimulation. The therapy was on. There was no trauma or falls related to this issue. The patient noted that ever since they were put on setting 3, which was about 6 weeks prior to this report, the patient's bowel activity decreased and they had to get up more at night. The patient was going to go to program 4 and needed help. Patient services helped the patient sync and move to program 4; they moved stimulation up to 1.6v and started to feel stimulation. Additional information was received from a patient who was implanted with a neurostimulator. It was reported the patient had experienced a loss or change of therapy; the patient reported they were not getting relief from therapy and wanted to adjust their settings but needed assistance with using the patient programmer (pp). The patient noted they met a manufacturer representative (rep) in (B)(6) and march for programming. The patient did not feel stimulation, with the therapy confirmed to be on, and switched from program #4 at 0.5v to program #3 at 0.7v and they reported feeling stimulation. The patient later reported on (B)(6) 2016 they were considering having the implant removed because it had not helped them with their symptoms. The patient stated they would like to change programs once more to see if another program would help their symptoms. The patient stood up, as they had better luck that way, and changed from program #3 at 0.7v to program #1 at 2.6v; the patient did not feel stimulation and increased to 3.2v and they stated they were feeling stimulation at the implant site. The patient continued to increase to 4.3, but still felt it at the implant site, and increased to 4.9 to see if the stimulation would move to the bicycle seat area, which it did not, and stimulation was then being felt in the rectal area. The patient wanted to change out of program #1 since they were not feeling stimulation in the bicycle seat region. The patient changed to program #2, increased to 1.3 and stated they definitely felt it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.